Event description:
During device evaluation, it was observed that the adhesive on the bending section cover of the uretero-reno fiberscope was missing. No patient involvement occurred.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.